Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by technician, investigation revealed the cable was torn and cut due to improper handling. The device was repaired and returned to customer on (B)(4) 2012. MFR date: february 2011.

Event description:
Device was returned for an unknown reason. During service, technician found cable was torn at one location and cut open at the other. This is report 1 of 1 for (B)(4).